Event description:
Pt was treated at hosp for hyperglycemia. Pt reports osteomyelitis in their toe. Infection related to foot problem was cause of elevated bg. Since surgical treatment of foot, bgs have been normal. Pump will not be returned for eval.